Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml via an implanted pump system. Following a catheter revision was, the patient had two blood patches performed because the patient experienced spinal headaches. On (B)(6) 2015 their dose was decreased from approximately 500 mcg/day to 144 mcg/day with a concentration of 3000 mcg/ml compounded baclofen. The dates of the blood patch interventions were not provided. Additional information was requested to determine the compounded baclofen lot number, the start and end date of compounded baclofen therapy, and the daily dose.